Event description:
The customer informed siemens that a cse (customer service engineer) was injured while performing services on the dimension vista 1500 instrument. The cse was hit in the forehead by the aliquot probe, sustained a cut, and required medical attention. The cse visited the ER (emergency room) at a hospital, where he received a tetanus shot, had blood drawn/tested, and used skin glue to treat the cut. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
The customer informed siemens that a cse (customer service engineer) was injured while performing services on the dimension vista 1500 instrument. The cse was hit in the forehead by the aliquot probe, sustained a cut, and required medical attention. The cse visited the ER (emergency room) at a hospital, where he received a tetanus shot, had blood drawn/tested, and used skin glue to treat the cut. The customer informed siemens that another cse had been dispatched and had finished the repair of the dimension vista 1500 instrument. The cse replaced the vertical and horizontal belts and the r4 (reagent) mixer due to mix methods being out of specs. Performed r4 boc (bottom of cuvette) check without issue. The r4 auto alignment was within specifications, and a quick check was performed without issue. New r4 mix methods were within specifications. Calibrations and quality controls passed without issue and were within the customer's established range. The instrument was fully operational and returned to the customer.